Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also reported that atrial sensed events were falling into blanking periods causing inappropriate mode switches. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.